Manufacturer narrative:
Medtronic received additional information that after implant of the 30 mm band, residual moderate regurgitation was present and the surgeon fully replaced the valve. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this 32 mm annuloplasty band, the results of the repair were not adequate. The band was explanted and the valve was fully replaced with a non-medtronic valve. No additional adverse patient effects were reported.